Event description:
On 11/11/04, the patient contacted lifescan and reported that his one touch basic enhanced meter was reading a blood test as control. There was no allegation of harm. During troubleshooting, it was verified that the patient's testing technique was correct. The test strips were in good condition. He did contact a medical professional for advice, but did not receive any treatment. He did not experience any symptoms at the time of concern and his blood glucose was not tested on another device. Based on the information provided, there is indication that the product has malfunctioned. However, there is no information to suggest that the patient experienced injury due to the issue or product. This case is reported as a meter malfunction. A replacement meter, control solution, and test strips were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.